Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the stent delivery system (sds) was separated at the mid-shaft. The shaft was necked down/stretched at the separation site. A kink was noted in the mid-shaft 2.2cm from the separation site. The balloon was tightly folded with the stent in between the markerbands. No other damage or irregularities were found. Functional testing was performed by loading a .014" guide wire through the tip of the device with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with a guide wire occurred. This 4.00x16mm taxus liberte stent was advanced over another manufacturers' guide wire; however, the taxus stent delivery system (sds) was unable to cross the lesion. The sds catheter then became stuck on the guide wire. The entire guide wire and sds were removed from the patient. Once the devices were removed the patient, the physician attempted to separate the devices causing the taxus liberte catheter to break. The procedure was completed with another taxus liberte stent. No patient complications were reported and the patients' status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with a guide wire occurred. This 4.00x16mm taxus liberte stent was advanced over another manufacturers' guide wire; however, the taxus stent delivery system (sds) was unable to cross the lesion. The sds catheter then became stuck on the guide wire. The entire guide wire and sds were removed from the patient. Once the devices were removed the patient, the physician attempted to separate the devices causing the taxus liberte catheter to break. The procedure was completed with another taxus liberte stent. No patient complications were reported and the patients' status is fine.